Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers were scrolling on the insulin pump when they attempted to input their blood glucose. The customer's blood glucose was 147 mg/dl. The customer reported exposing the insulin pump to water prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.